Manufacturer narrative:
(B)(4). An ultraflex esophageal proximal release stent and delivery system were received for analysis. Visual inspection found the stent was returned partially deployed. Functional examination was performed by actuating the delivery system (pulled the finger ring with the deployment suture), and the stent was able to fully deploy. No other issues were noted to the stent and delivery system. The reported event of stent failure to deploy was confirmed as the stent was returned partially deployed. The investigation concluded that the reported event was most likely due to procedural and/or anatomical factors encountered during the procedure. Additionally, the lot number of the device involved during the procedure was used after the expiration date. The device has exceeded the period of time/date recommended by the manufacturer for storing the device without a degradation in quality. Therefore, a review and analysis of all available information indicated the most probable cause is shelf life/expiration date exceeded. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an ultralfex esophageal proximal release covered stent was to be implanted to treat an esophageal cancer during an esophageal stent placement procedure performed on (B)(6) 2021. During the procedure, the stent could not be deployed. The stent was fully covered by the deployment suture when it was removed from the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this complaint has been deemed MDR reportable based on the investigation result of stent partially deployed.